Event description:
When poking needle through the skin, the catheter did not puncture through but instead came apart from the needle. Once realizing that the needle was in the baby's vein, but the catheter was on the outside, the entire catheter system was removed. Manufacturer response for nexiva diffusics 24gx0.75 catheter, (brand not provided) (per site reporter). They want pictures of the device and to have it sent back to them.